Event description:
A customer from a clinic in (B)(6) reported that a taperguard tube was thought to have damaged a bronchoscope. The customer stated that the tip of the tracheal tube was bowing. This bowing caused the bronchoscope to get caught and when they tried to release the scope it was damaged. There was no report of pt harm or injury. Additional info has been requested.

Manufacturer narrative:
There was no adverse event; there was no required intervention to prevent permanent impairment or damage; there was no serious injury. Additional information: the customer did not return the device and did not provide a lot number; however, the customer did provide pictures of the reported issue. Based on the information provided by the customer, covidien reviewed the current design documents for the product. It was found that the tubes pictured conform to specifications as the taperguard tube design incorporates a hooded tip. Manufacturing documentation was reviewed, and inspection instructions are in place to confirm conformity of the tip. The tube and the shape of the tip conform to specification requirements. Based upon the investigation, it was determined this was not a reportable event. (B)(4).

Manufacturer narrative:
Additional info regarding this event has been requested. (B)(4).